Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the reported no image malfunction was due to unexpected stress on the camera head, cable, and video connectors caused by the user's handling, resulting in the failure of the ccd unit or cable unit or video connector. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to the service center for evaluation. The evaluation confirmed the reported "camera head isn't displaying image" as the image cuts in and out due to a defective ccd (charged coupled device) unit. Additionally, there is a shortage in the video cable cause the image to be unstable/intermittent with horizontal streaks. The device was repaired and returned to the customer. A review of the device's repair history shows no previous repair records; the device was purchased on (B)(6) 12016. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use, the hd autoclavable camera head "isn't displaying image". No patient injury or harm was reported.